Event description:
It was reported that doctor found the swg severely bent prior to insertion. As a result, a new kit was opened and used to complete the procedure successfully. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4).